Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized. The reporter stated that the patient had a low blood glucose, but was unable to provide a specific value. The reporter stated that the patient had symptoms of difficulty speaking and cognitive impairment. The reporter was unable to troubleshoot the pump at the time of the call. This complaint is being reported because the patient was hospitalized with hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the pump was exercised for 24 hours with no issues observed. The total daily doses added up to the correct amounts and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.